Manufacturer narrative:
PMA/510(k) number: k913859 and k083641. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® uncuffed adult tracheostomy tube flanges ripped open, which caused the tube to be dislodged at the site where the tracheostomy tube ties were threaded through. The patient was using posey tracheostomy tube ties when the event occurred. It was noted that the patient did not have a history of pulling the tube or manipulating the tube ties, and the ties were not tied tighter than recommended. The device was used for up to one month prior to being sanitized via light rinsing and boiling water up to two times before the failure occurred. The tube was replaced with a new tube. No patient injury was reported. See MFR: 3012307300-2017-00828.